Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cables) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The trunk cable and connector were physically damaged and the electrode belt was unable to securely connect to a monitor, causing the failure. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was receiving frequent gong alarms and that their electrode belt had damaged cables.